Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data from the device shows low telemetered battery voltage. On (B) (6) 2010, the battery voltage with telemetry was 2.68v and the daily measurement was 2.96v.

Event description:
It was reported the battery voltage was 2.52 v on (B) (6) 2009. No eri (elective replacement indicator) was noted. Battery voltage on (B) (6) 2010 was 2.68 v. Battery voltage has been variable in office measurements since last year (unstable for the past 2 years). Performance data from the device showed the nightly battery voltage measurement range was 2.95 - 2.97v over the past 14 days. Patient is checked in the office at 3 month intervals and the device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported the battery voltage was 2.52 v on (B)(6) 2009. No eri (elective replacement indicator) was noted. Battery voltage on (B)(6) 2010 was 2.68 v. Battery voltage has been variable in office measurements since last year (unstable for the past 2 years). Performance data from the device showed the nightly battery voltage measurement range was 2.95 - 2.97v over the past 14 days. Patient is checked in the office at 3 month intervals. It was further reported that the device reached the elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported a sa result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data from the device shows low telemetered battery voltage. On (B)(6) 2010, the battery voltage with telemetry was 2.68v and the daily measurement was 2.96v. The device was returned and analyzed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.